Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: unknown/not provided. Brand name: unknown, as the serial number was not provided. Only provided as synergy iol. Model number: unknown, as the serial number was not provided. Only provided as synergy iol. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Other: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted approximately 1 month post operatively due to patient dissatisfaction. No other information was provided.